Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), stem. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a right hip procedure, the femur was broached to a size 2 and the size 2 stem implant went right into the femur by hand without impaction. The surgeon did not want to broach up bigger so opened a second stem of the same size. The second stem seated appropriately and was impacted with great result. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.